Event description:
Hcp reported they were going to perform a catheter dye study on the patient as they suspected the infusion system was broken or has failed. The pump was delivering baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the report of an event was meant to report a "specific patient" but was just to make a "general comment as an fyi". No other information was reported.